Manufacturer narrative:
Zimmer biomet complaint-  (B)(4). Complaint sample was evaluated and the reported event was confirmed. The product evaluation stated, "the part was found to be in the condition stated in the complaint. Dimensional investigation found two separate items that did not meet print requirements." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
During procedure, the diameter on the end of the affixus fracture nail would not fit into the jig. Another nail was opened that was shorter with the same listed diameter and it fit just fine into the same jig.